Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735737, version #: (B)(4). Foreign country: (B)(6). The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site uses umlaut characters (ö ,ä,ü) because they are part of names. Therefore, it is more and more a must to be able to handle that characters. When they try to type names that have umlaut it displays ¿max sch?n¿ instead of ¿max schön¿. No patient was present at the time of the event.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. . If information is provided in the future, a supplemental report will be issued.